Manufacturer narrative:
This report is submitted on may 21, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla strength unknown). It was reported that the patient's head was wrapped per the manufacturer's specifications. Revision surgery to replace the magnet is planned; however has yet to occur as of the date of this report.

Manufacturer narrative:
It was that the patient underwent revision surgery to have the magnet replaced on (B)(6) 2018.